Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the compressor was shutting off while being used on a patient. There was no patient harm. Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).

Manufacturer narrative:
The investigation of the complaint has been completed. According to the problem description, the compressor was cycling in and out of standby mode, but the therapy was never interrupted. Our field service engineer replaced the standby valve and performed functional tests before the compressor unit was returned back to service. The replaced standby valve has been requested back for investigation but has not been received. The conclusion in this matter is that the replaced standby valve was defective, but the cause of the faulty behavior has not been determined. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
Importer ref. #:(B)(4). Manufacturer ref. #: (B)(4).